Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date the manufacturer was made aware.

Event description:
It was reported that patients ipg would longer hold a charge. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible ipg. The patient was doing well postoperatively. The explanted ipg will not be returned.